Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash on her chest and back underneath the lifevest. The rash was raw and open. The patient was prescribed an unknown cream and the irritation improved.